Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the heavily calcified left common femoral artery using the pre-close technique via an 8f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. There was no resistance felt during advancement of any of the devices into the anatomy. Reportedly, the sutures of the first and second proglide devices came out after deployment, a cuff miss occurred with both devices. The suture of a third proglide device was attempted; however, the foot got caught and wouldn¿t release when trying to retract the foot plate. The suture was pulled out and a simple cut down, widening of the nick and spread incision using forceps without cutting the vessel was performed to retrieve the device. The level of anesthesia was not increased, and the device was removed as a single unit with no vessel damage. Hemostasis was achieved via surgical sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty retracting the foot and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulty retracting the foot and device entrapment could not be determined based on the returned device condition. Factors that contribute to difficult to opening or closing the foot and device entrapment may include, but are not limited to, manufacturing, tissue or suture caught in foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the heavily calcified left common femoral artery using the pre-close technique via an 8f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. There was no resistance felt during advancement of any of the devices into the anatomy. Reportedly, the sutures of the first and second proglide devices came out after deployment, a cuff miss occurred with both devices. The suture of a third proglide device was attempted; however, the foot got caught and wouldn¿t release when trying to retract the foot plate. The suture was pulled out and a simple cut down, widening of the nick and spread incision using forceps without cutting the vessel was performed to retrieve the device. The level of anesthesia was not increased, and the device was removed as a single unit with no vessel damage. Hemostasis was achieved via surgical sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.